Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tesu board (printed circuit board); error code e104; fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited green image. The issue was identified at the time of inspection for use. There were no reports of patient involvement.